Manufacturer narrative:
Correction a4- weight. Correction b5- no issues with patients ipg.

Event description:
Additional information indicates that one of the patients leads is fractured and the other lead is not providing effective therapy. No issues with patients ipg.

Manufacturer narrative:
During processing of this complaint, attempts were made to obtain complete event information. Further information was requested but not received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated. Further information has be requested but not yet received. Additional components potentially involved in the event include: common device name: scs octrode lead, model: 3186, UDI: (B)(4), batch: 3708673.

Event description:
Related manufacturer reference number: 3006705815-2024-01482. It was reported that patient experienced increased pain when stimulator is on, one of the patients leads has high impedances. There is possibly a disconnection between the ipg and lead. As a result, surgical intervention may be undertaken to address the issue. It is unknown which lead has the impedances.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information indicates surgical intervention was undertaken on (B)(6) 2025 wherein the entire system was replaced to address the issue. Therapy was restored post-operatively.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.